Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced presyncopal symptoms. Merlin.net transmission was reviewed and revealed the pulse generator exhibited elective replacement indicator and loss of output. The device was explanted and replaced successfully. The patient would continue to be monitored with follow up.

Manufacturer narrative:
Analysis was normal. No anomalies were found.